Event description:
It was reported that the patient was in cardiac arrest. It was found that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was intermittent oversensing and undersensing on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.